Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient had a detached applicator needle. The sensor insertion was at the buttocks on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available.